Event description:
Spouse of home pt (hp) reports transfer set became disconnected from pt line of homechoice set during apd treatment. Spouse reports baxter tech assisted hp in ending treatment and restarting with new supplies. Spouse reports hp was treated with a prophylactic antibiotic the following day at unit, and has responded to treatment with no resulting injury.